Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was not confirmed. The set was visually inspected and no anomalies were noted. Functional and pressure testing was performed; no leaks were noted. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a primary tubing separated and leaked during an unspecified infusion. There was no patient harm.